Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated she had low blood glucose and was shaking as well as sweating. The customer stated that she called the paramedics. When the paramedics arrived, the customer's blood glucose had gone up to 400 mg/dl. The customer further mentioned that she was slurring her words and not feeling well at the time of the event. The customer was not treated by the paramedics but instead treated herself with insulin pump therapy. The customer declined troubleshooting. Nothing further reported.